Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient had always had urinary symptoms, but noticed they had gotten worse recently after having dental work done. The patient had crown work done where a new bridge was put in and the dentist drilled down the teeth to put in a crown. The dentist did not turn the implantable neurostimulator (ins) off before doing the dental work. The patient was concerned about what could happen to their device if the implant was left on during the dental work. The patient did not notice any change or any adverse events after the procedure, but their symptoms returned ¿kind of.¿ the patient was just worried before and thought the symptoms could be in their mind because they were thinking that something could have gone wrong at the dentist because the implant wasn¿t turned off. The patient wasn¿t too worried now. The patient programmer batteries went out, so the patient replaced them and was able to turn stimulation up. The patient was worried this had turned their ins off. The patient¿s therapy was turned on. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.